Manufacturer narrative:
The reported complaint of leak on the icy catheter (lot# 83937) was confirmed during functional testing. A bonding leak was observed at the distal end of the medial balloon. The probable root cause for the reported complaint could be due to a latent defect at the bond. Visual examination of the returned icy catheter was performed and found no physical damage to the catheter. Observed dried blood residue on the balloons. During functional testing of the returned catheter, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device for one minute, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bond leak was observed at the distal end of the medial balloon. Therefore, the reported complaint was confirmed. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was two similar complaint reported for a catheter with a lot number 83937. (B)(4), reported on dec 10, 2018. The bonding leak was observed at the medial balloon. (B)(4), reported on jan 07, 2019. The bonding leak was observed at the medial balloon.

Event description:
At unspecified time during ivtm therapy, the user suspected leak on the icy catheter. No further information received. No consequences or impact to patient.